Manufacturer narrative:
(B)(4). Method: one complaint rt043 mask was returned to fph in (B)(4) for evaluation, where it was visually inspected. Results: visual inspection revealed that a vented mask base was assembled instead of a non-vented mask base, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 150213. Conclusion: the incorrect assembly of the mask base was most likely due to an incorrect line clearance during production. The relevant team leader has been reminded to ensure correct line clearance procedure. The user instructions that accompany the rt043 mask state the following warnings: this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Verify that the therapy device, including alarms and safety systems, have been validated prior to use. The therapy device must have adequate alarms and safety systems for device failure. This is the only complaint of this nature that we have ever received for the rt043 full face mask.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt043 non vented hospital full face mask case contained an incorrect hospital full face vented mask. The whole case was affected. This was found before patient use.